Event description:
Related manufacturer report number: 2017865-2023-22402. It was reported that noise leading to pacing inhibition and inappropriate mode switching was observed on the right ventricular (rv) and right atrial (ra) leads. The noise was recreated with minimal movement. Impedance and sensing was stable and capture thresholds were slightly increased. The ra and rv leads were explanted and replaced. The patient was discharged.